Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp had too much play once the bolt was tightened. It was unknown if the device was in contact with the patient, patient injury, or delay in surgery. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation. The lock has both rotational and lateral movement and a residue buildup is present. Upon disassembly repair noted the lock will need new components added to replace worn internal parts; unit received without the ratchet extension arm and the 80# torque knob; the set screw in the swivel base was tight. The device history record reviewed shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The complaint is likely caused by wear and tear over time. The definite root cause cannot be reliably determined.